Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the camera head involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The camera head was found to have a broken distal window lens. The majority of the glass was missing from the window, and the glass was not returned with the camera head. There were additional observations not reported by the site and not related to the reported issue. The camera connector was found to have a cracked light guide cable adapter. The adapter remained seated on the connector and there were missing pieces. The camera cables were found to exhibit delamination at the housing. The camera head was placed on an in-house system, and (although the window was broken) the device passed the qap test (quality assurance procedure). A review of the logs found no related errors.

Event description:
It was reported that during central processing, broken lens were noted on the endoscope. There was no report of patient involvement.